Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor lost power allowing printer to become primary input to video card. They turned off the mvs and printer. Restarted the system and symptom resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while the site was setting up for a sacroiliac and thoracolumbar procedure they were having issues with their systems mobile view station (mvs) station monitor not booting up. They had green line power and the mvs was running. Technical services (ts) had them reboot the system and check the cable connections on the back of the monitor. They were able to get the system up and running. There was no patient involve. No delay in case.